Event description:
Healthcare professional (hcp) reports a pt reaction with first use of the psn membrane. The incident occurred within the first 2-3 mins of the hemodialysis treatment. The pt experienced nausea, vomitting and itching. The treatment was discontinued and no blood was returned (estimated blood loss 250cc). The pt received benadryl 50mg intravenously. The treatment was resumed and completed with an alternate membrane. The pt received an additional benadryl 25mg by mouth post dialysis. Pt has recovered per hcp.